Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's parent that the customer experienced low blood glucose on (B)(6) 2019 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 176 mg/dl at the time of the call. The customer was given food and sugar to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer had complained that hey had gotten too much insulin. The customer got 30 units from the pump and had similar issues with previous pumps. Troubleshooting was completed but did not resolve the issue. The customer was treated at the school nurse's office. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Device passed the delivery accuracy test.